Event description:
The patient reported that the device had moved over toward their arm. The patient was seen by the physician and there were no problems noted with the device and the migration was slight. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.